Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was noted that the right ventricular (rv) leadless pacemaker (lp) exhibited inadequate sensing. And upon interrogation post procedure, it was found that the rvlp exhibited under-sensing. No intervention was performed. There were no patient consequences.